Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultramini meter was reading inaccurately high compared to other devices (onetouch ultra and accu-chek) and compared to her feelings and/or normal readings. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy issue began at 7 a.m., on (B)(6) 2017. The patient claimed obtaining blood glucose readings of ¿121 mg/dl¿ with the subject meter compared to ¿109 mg/dl¿ on the accu-check meter and ¿110 mg/dl¿ obtained with the onetouch ultra meter, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient also stated that she felt the reading of ¿121 mg/dl¿ obtained on the subject meter was inaccurately high compared to her feelings and/or normal readings. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient advised that she does not take any medication to manage her diabetes and claimed that she continued to follow her usual diabetes management regimen in response to the alleged issue. The patient denied developing any symptoms as a result of the alleged issue. The patient advised that she visited the doctor¿s office at 1 p.m., the same day the alleged issue occurred and that following a blood glucose result of ¿110 mg/dl¿ obtained on the clinic meter, her doctor treated her with glucose gel/tablets. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter. The csr was unable to confirm whether the test strips had been stored properly; had expired or been open beyond their discard date. The csr also noted that the patient did not have testing supplies available to test the subject meter. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.